Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited a whitish foreign material inside the air/water tube and cylinder as well as on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g3 (correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/02/2024. Additional information added to field h3 h8, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material in the air/water cylinder, channel, and distal end cover could not be determined. It was unknown to determine the use of simethicone. It was confirmed that there were no deviations from the instructions for use during the reprocessing steps in the areas where foreign material remained. No physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in gif-1100 operation manual chapter 3 preparation and inspection and preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.